Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a possible loss of capture (loc) and crosstalk after a non-sustained ventricular tachycardia (nsvt) event. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation to confirm observations. Received additional information the patient was seen in clinic and noted possible farfield r-wave oversensing (ffos) observed on the right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test failed, and programming was updated to fixed at 2.6v (volts) at 0.4ms (milliseconds) and the lower rate limit was programmed to greater than 50 beats per minute (bpm) to reduce atrial pacing. Ts was requested to review the device data from the patient's in-clinic visit. No additional information has been received at this time. The device remains in service. No adverse patient effects were reported.